Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325652. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally leakage testing of the returned device found the leak to originate in the catheter tubing. A review of the manufacturing facility was unable to identify any area of concern, that could have caused this damage to the catheter. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system as the nurse was completing the infusion there was leakage at the extension tube. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at exit. Tubing once completed puncture on patient and start to infusion for him.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system as the nurse was completing the infusion there was leakage at the extension tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed leakage at ext. Tubing once completed puncture on patient and start to infusion for him.